Manufacturer narrative:
Continued e1 - phone number: (B)(6). The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Healthcare professional reported "pain in the left axilla whose ultrasound assessment showed a lymphadenopathy of 26x14 mm, then two 22x10 mm. No siliconoma found. At explanation, the implant left breast appears intact. Device has been explanted. This record relates to the left side.